Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The following other devices were also listed in this report: restoration modular stem; cat# unk; lot# unk, trident cup; cat# unk; lot# unk, biolox head; cat# unk; lot# unk, cables; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology as per or protocol and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Doctor reports patient has a recurrent infection of the right hip. She has had several revisions now. His plan is to remove all implants and replace the infected right hip with an antibiotic spacer. Doctor proceeded to remove a restoration modular stem, a trident cup and liner a biolox head and 3 cables. This was done through a posterior approach using osteotomes and extraction instruments. He then proceeded to implant an antibiotic spacer.